Event description:
It was reported to baxter (B)(4) that a half day infusor device had a large white particle stuck to the reservoir after being filled with desferrioxamine. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of particulate matter on the reservoir. The root cause was determined to be rubber particles on the reservoir. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.